Manufacturer narrative:
The malfunction was observed during incoming testing; however after evaluating the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. A flex cable was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting treat a patient (age & gender unknown) the device displayed an "internal comm error 1471" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.